Event description:
A consumer reported having some problems with his near vision a few weeks following intraocular lens (iol) implant surgery. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. At the request of the consumer, the surgeon was not contacted. (B)(4).